Event description:
It was reported that this patient presented to the emergency room (ER) with reports of receiving appropriate shocks. Upon review of device data, the right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The device has not been checked for two years. Atrial thresholds are high, and it was suspected there was loss of capture. There were no events with noise. Technical services discussed possible causes and recommended a lead revision. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.